Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote monitoring system issued an alert for a low out of range shock impedance measurement of 0 ohms. It was noted that the shock impedance went from 102 ohms to 0 ohms. The patient stated they were out shoveling gravel at the time that the measurement decreased. Boston scientific technical services (ts) was consulted and discussed possible reasons including electromagnetic interference (emi). It was suggested to bring the patient in for evaluation. The patient was brought into the office and all measurements wer found to be within normal limits. At this time they will continue to monitor the patient. No adverse patient effects were reported and the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service.